Event description:
It was reported that the biopsy channel on the bronchovideoscope was blocked and unable to pass the cleaning brush. There was no report of patient harm associated with the device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation "biopsy channel blocked, unable to pass cleaning brush" was confirmed, due to damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.